Event description:
The customer reported being in the emergency room due to high blood glucose of 477mg/dl. The caller experienced diarrhea and nausea prior to her admission. The customer stated that she was dehydrated from the diarrhea, which may have caused her blood glucose to rise. The caller did contact her health care provider for her high blood glucose, and she does have a back up plan. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarms and found auto off. Assisted the customer to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.